Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon revised a patient's left hip originally done on (B)(6) 2017 due to femoral fracture. He removed the head and stem and replaced with a cone/conical stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenario¿s. This case is not device-related." "A traumatic overload condition has contributed to a periprosthetic fracture around the accolade ii stem requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "a traumatic overload condition has contributed to a periprosthetic fracture around the accolade ii stem requiring revision." There was no evidence of a device related issue on review of the medical review. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon revised a patient's left hip originally done on (B)(6) 2017 due to femoral fracture. He removed the head and stem and replaced with a cone/conical stem.